Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. The inner insulation was breached at (49 and 52.5) cm. There was an outer insulation cosmetic depression noted and blood in/on helix mechanism.

Event description:
It was reported the rv lead had high thresholds and low impedance. The lead was removed and a new lead was implanted. There were no patient complications reported as a result of this event.